Event description:
It was reported that during treatment for peripheral artery disease (pad), a balloon rupture occurred. Vascular access was obtained through the left inguinal area. The 99% stenosed de novo lesion was located in the left superficial femoral artery (sfa) which was calcified and moderately tortuous. The physician advanced the 4.0 x60/135 (4f) sterling monorail balloon catheter to the lesion and inflated the balloon twice, on the second inflation the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).